Manufacturer narrative:
(B) (4): the device reported, list number m771, is an abbott product that is marketed internationally which is the same or similar to a device, list number 55239, that is marketed domestically. (B) (4)

Event description:
The complainant reports an under delivery. The rptr indicated that the pt received two bottles of nutritional feed 500 mls per day over a period of 10 hrs. The first bottle was hung and delivered. The caregiver places pump on hold puts on a second bottle then turns dial to run. The rptr stated that the pump is running, however, when she checked the pt at the end of the feed, the feed remained in the bottle and it was alarming that the feed was complete.